Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour on the abdomen.

Manufacturer narrative:
The pod was received not deployed. Download data shows an 0x5c, indicating that the pod did not properly complete the first prime, the open pulse count was too low by the end of the first prime. A complete drive stall has occurred, resulting in the low open count. Inspection of the pods internal contents show no damages or manufacturing deficiencies that would contribute to a drive stall. The cause for the drive stall that prevented the proper completion of first prime could not be determined.